Event description:
It was reported there was no stimulation sensation following implant of new implantable neurostimulator (ins) and pocket adaptor. High impedances were reported post-operatively but it was noted impedances were 'fine' intra-operatively. It was noted 'a lot' of anesthetic injections were done. It was later reported there were telemetry issues. Recharging coupling had been an issue since implant. There were no coupling bars only a reposition screen. It was noted the patient was able to get 6 coupling bars in the past but the patient had to 'work at it.' They attempted to use another recharger and still received the same reposition screen. It was noted the patient was overdischarged. Seven antenna locate attempts were made but were unsuccessful. Physician recharge mode was started and power on reset cleared. The last time any stimulation was felt was 'one to two months ago.' Patient had only had current device for 9 days, it was unclear if this was an issue with previous ins also. Previous ins was removed due to normal battery depletion. The same day it was reported the day following implant the patient 'did not have stimulation but impedance values had come down.' It was unclear whether impedance values were out of range the day following implant. It was confirmed that everything had been connected correctly and that the lead configuration was correct. The day of report impedance values were high on a couple bipolar pairs. It was unknown at the time how the health care professional wanted to proceed. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Event description:
Additional information noted the impedances for ¿0/2¿ was 4690, ¿0/3¿ was 5829, ¿1/3¿ was 5050 at .7v. At 3.0v ¿0/2¿ was 4295, ¿0/3¿ was 5231 and ¿2/3¿ was 4593. It was noted that all other impedances were less than 400 ohms. It was noted the manufacturer representative was turning the stimulator on and ¿was getting no juice, and it wasn¿t showing anything.¿ 9 days later it was noted the current impedance values were ¿0/3¿ = 4593 and ¿1/3¿ 4002. All of the other impedance values were less than 4000. It was noted the hcp performed an x-ray and confirmed everything was in place. It was stated the impedances were not out of range. Information previously reported regarding the overdischarge and coupling issues no longer applies to this event.

Manufacturer narrative:
Concomitant products: product ID 74001, implanted: (B)(6) 2013, product type adapter; product ID 7425, serial# (B)(4), implanted: (B)(6) 2004, product type implantable neurostimulator; product ID 3587a, lot# l88747, implanted: (B)(6) 2003, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Event description:
Additional information received reported that an impedance test was performed which showed high impedances, but ¿not over 10,000 ohms.¿ the patient reportedly was not getting therapy, and had not had therapy for ¿several¿ years. It was noted that the doctor and patient were ¿undecided¿ about a lead revision.

Manufacturer narrative:
(B)(4).